Event description:
It was reported while rolling a patient on the cot, the medic realized the cot was rolling too fast and the medic was unable to maintain control of the cot. The cot was rolling down an incline and began to turn when it hit the curb and allegedly tipped over. The patient complained of right shoulder pain and was evaluated at the hospital but was later discharged. Details of any required medical treatment were not provided.

Event description:
It was reported while rolling a patient on the cot, the medic realized the cot was rolling too fast and the medic was unable to maintain control of the cot. The cot was rolling down an incline and began to turn when it hit the curb and allegedly tipped over. The patient complained of right shoulder pain and was evaluated at the hospital but was later discharged. Details of any required medical treatment were not provided.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and nothing was found that would have contributed to the cot tipping over; however, the damaged observed, as a result of the reported incident was the telescoping handle on the cot would not telescope back in due to a dent on the tube. A decision was made to return the cot to ferno for further evaluation and repair of the handle. The telescoping handle and sleeve were replaced and the cot was returned to the customer. No additional reports were provided regarding the alleged patient injury. The IFU for the product contains sufficient warnings and instruction on maintaining control of the cot while transporting a patient.